Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 496 mg/dl. Customer declined to troubleshooting at this time. Customer stated that she almost passed out while driving and she had ketones almost into diabetic ketoacidosis. Customer also had sensor issue. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.